Event description:
The customer reported that images froze and the system locked up. System functionality was unable to be recovered by a reboot. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software and calibrations were evaluated and reconfigured. The system was tested, found to be working as intended and returned to service.